Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3093-33 lot# v896639 product type lead device code (B)(4)does not apply; replaced with (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her previous ins was not connected. The patient reported that she was still having bladder control issues after the ins was implanted. The patient reported that the ins was replaced in (B)(6) 2012. No further complications reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-33, lot# v896639, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient thought they had an ins replacement in (B)(6) 2012. They also stated the ins was replaced in (B)(6) 2012 because the leads were not in the right place and they had to have it redone in (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.